Event description:
On 1/29/1998 prior to a diagnostic procedure, the physician attempted to access the pt's left groin via multiple attempts. As a result, the pt was given fresh frozen plasma and IV vitamin k. During the procedure the pt became hypotensive (bp 75mm hg) requiring treatment with fluids and dopamine (3 mcg/kg/min). At the end of the procedure the angio-seal was prepared for placement in the pt's right groin. During the confirmation process the physician pushed the device into the artery approximately 1 cm prior to deployment, rather than pulling the device vertical prior to deployment as instructed in the instructions for use. Persistent puncture site bleeding was observed, and manual compression was held to the site. During the night the pt became hypotensive; the pt was resuscitated and there was no evidence of bleeding. The next morning the pt was noted to have a "blue leg." The pt (who was previously scheduled for vascular surgery that morning), underwent an embolectomy and fasciotomy procedure. The removed specimen was sent to pathology, where the anchor was reportedly found to have a "crack." The pt later went into renal failure and cardiogenic shock, and was listed in critical condition. As of 2/25/1998 there have been no operative reports or further info made available to the MFR.